Event description:
Device malfunction: difficult to remove; time of malfunction: during arteriotomy closure; symptoms/ae: none. It was reported that a physician in-training in the use of the starclose device, attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the device was difficult to remove and required applied force for removal. The device achieved hemostasis. There were no reported adverse pt sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.